Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent knee revision approximately 10 months post-implantation due to medial laxity and instability. The bearing was revised to a thicker bearing.

Manufacturer narrative:
Concomitant medical products- unknown femoral component, catalog # unknown, lot # unknown, unknown tibial component, catalog # unknown, lot # unknown, unknown stem, catalog # unknown, lot # unknown, unknown augment, catalog # unknown, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.